Event description:
It was reported that the patient presented for routine in-clinic visit. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The programmer reported that the device had reached elective replacement indicator on (B)(6) 2013. After a firmware download, normal device function resumed. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.